Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2021-02017 and 1221359-2021-02018.

Event description:
The user reported false negative results with the binaxnow covid-19 antigen self test. Customer reports false negatives via social media. No further information available. No additional information was reported.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, d3, d9, g1, g3, g4, g6 and h2. Corrected data: further review of the case determined that MFR rerport numbers1221359-2021-02017 and 1221359-2021-02018, were incorrectly referenced in h10 of the initial report. The correct MFR report number is 1221359-2021-02224.